Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced a poor 3d image effect issue. The issue occurred during during set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion part has multiple dents, component failure of the outer tube a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was returned to regional service center (rsc) for a service inspection and the phenomenon the customer complaint was not reproduced. The returned product did not meet specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.